Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a false downstream occlusion alarm on channel b was discovered and confirmed by baxter service technician. No assignable cause was provided during product evaluation. However, the channel b pumphead module was replaced to correct this condition. Should any additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During device testing by a baxter service technician, a colleague infusion pump experienced a false downstream occlusion alarm on channel b. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.